Manufacturer narrative:
Section d4 expiration date: v.a.c.® granufoam¿ dressing: 28-feb-2022. Section g4 date received by manufacturer: the device history review was completed on 11-oct-2019. Section h4 device manufacture date: v.a.c.® granufoam¿ dressing: 19-mar-2019. Based on information provided from the device evaluation and device history review, kci's assessment remains the same; it cannot be determined that the alleged infection was related to the activ.a.c.¿ therapy system.

Event description:
On 17-jun-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On 11-oct-2019, a device history record review for v.a.c.® granufoam¿ dressing determined that all product and packaging end release testing passed without issues.

Manufacturer narrative:
Date of event: the nurse noted the patient experienced an infection in (B)(6) 2019 and could not confirm the date of occurrence. Unique identifier (UDI#) for v.a.c.® granufoam¿ dressing: (B)(4). Based on information provided, it cannot be determined that the alleged infection was related to the activ.a.c.¿ therapy system. The nurse could not determine if the infection was related to the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: v.a.c.® therapy safety information all disposable components of the v.a.c.® therapy system are for single use only. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 26-aug-2019, the following information was reported to kci by the patient's spouse: the fluid allegedly builds up under the drape and leaks on to the patient. The patient allegedly experienced a yeast infection. On 24-sep-2019, the following information was reported to kci by the nurse: the patient experienced a yeast infection in (B)(6) 2019 and could not confirm the date of occurrence. The yeast infection was treated with oral antifungal medication and has resolved. The nurse could not determine if the infection was related to the activ.a.c.¿ therapy system. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion. A device history record review for the v.a.c.® granufoam¿ dressing is currently pending completion. The v.a.c. Whitefoam¿ dressing lot number was not provided; therefore, a device history record review could not be performed.